Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device showed eri while device was checked. There were no recent therapies. The device was explanted. No further information was available.